Manufacturer narrative:
Evaluation description: the lead exhibited normal electrical characteristics.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy. Review of stored egms confirmed oversensing due to noise, but the noise was not reproducible in-clinic. The patient stated they were leaning over at the time of the shock. No known sources of emi could be identified. The lead was explanted and replaced. No further issues were reported.